Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing, erratic impedance and a lead impedance warning for out of range impedance. It was also reported that the ra lead impedance is likely damaged. The ra lead remains in use. No patient complications have been reported as a result of this event.